Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the water in the hcu40 is contaminated with mycobacteria avium intracellularium. The water sample was taken on (B)(6) 2017 and the positive results of the test was received by the hospital on (B)(6) 2017. The device was used while waiting for the test results but no patient infection was noticed till now. A 24 hours disinfection was performed by the getinge product specialist on (B)(6) 2018. This disinfection ended on (B)(6) 2018. Following this complete disinfection, a sampling was performed on the tank water and on the water source used to fill the tank. The results should be available within 4 to 6 weeks. While waiting for the results, the hcu 40 remains in quarantine. (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- (B)(4). Contact person- (B)(4). It was reported that the customer took a routine water sample from the hcu40. According to laboratory results the device was positively tested for mycobacteria avium intracellularium. Thus the failure could be confirmed. As mentioned in the instruction for use, the device has to be cleaned with a 5% chloramine-t concentration in the entire water volume of the hcu 40 for special, highly effective disinfection and biofilm removal. The chloramine-t solution must be allowed to act for 24 hours. As stated by the complaint report, a 24 hours disinfection was performed by the getinge product specialist on 03-jan-2018. This disinfection ended on 04-jan-2018. Following the complete disinfection, a sampling was performed on the tank water and on the water source used to fill the tank. According to final laboratory tests from the hospital the hcu40 is no longer contaminated by mycobacteria. A fsca 2015-11-30 was initiated to address the cleaning and decontamination process within the IFU of the hcu40 device. This procedural update was completed on 29 november 2016.

Event description:
(B)(4).